Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. A review of device download data does not suggest any electrode belt malfunction contributing to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. The lifevest delivered two treatments during the event. The patient was in a rehabilitation facility when the patient lost consciousness. The lifevest delivered the first treatment at 20:29:06 during af (130 bpm). Frequent runs of nsvt contributed to the false detection. The response buttons were pressed after the first treatment was delivered. At 20:43:57 the patient degraded from af to vf. The lifevest delivered an appropriate treatment at 20:44:33 during the vf. The post-shock rhythm was asystole with intermittent cardiac activity. The lifevest was deactivated at 20:49:18. Post-shock asystole is a known potential adverse outcome of defibrillation therapy. No resuscitation attempts were attempted by the staff at the rehabilitation facility, as the patient had a do not resuscitate order in place. No deficiencies were alleged against the lifevest.